Manufacturer narrative:
We received the reverse resection jig guide involved in the issue. We will perform a deep analysis and then we will send a final report once the investigation will be concluded.

Event description:
Intra-op loosening of a resection jig guide (model# 9013.50.303, lot# 2014aa484) when used with a reverse resection jig (9013.52.304, lot# 2014aa275). According to the info reported, the same resection jig guide was also tested with another reverse resection jig (model# 9013.52.305,lot# 2014aa273), confirming there was an issue with the guide. Approximate # of uses of the instrument: 15 times. Event occurred in us on (B)(6) 2017.